Event description:
A customer reported that an ob patient complained of receiving two shocks from a system component (v4 transducer) while in use, which results in the patient's right lower quadrant and leg becoming numb. No medical intervention was required to resolve the event.